Event description:
Customer called to report a lyse leak inside the coulter lh750 hematology analyzer, which spilled onto the counter. The instrument was also experiencing wbc (white blood cell) vote-outs and no diff (differential) results. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that apertures 1 and 3 were voting high, and that the leak was due to plugged wbc apertures. The fse bleached and cleared the obstructions to address the issue. The fse also replaced worn tubings from the wbc aperture to the vacuum accumulator. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).